Manufacturer narrative:
Device investigation narrative - one fast-fix 360 straight needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture was returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the simultaneous deployment of t2. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Credit has been issued as a customer courtesy.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t1 and t2 anchors simultaneously deployed during a meniscus repair procedure. The surgery was extended one hour, and the repair was completed using a backup device. No patient injury or complications were reported.